Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, slow heart rate was noted on the patient's device. The patient presented in clinic. The evaluation of electrograms revealed post paced t wave oversensing on the patient's device. The patient was easily fatigued and exercise intolerant before programming changes. After the changes, the patient was stable with no further complaints.